Event description:
Additional information received reported that the previously reported mi occurred 10 days before patient death and the mi was related to the target vessel, and not related to the study device.

Event description:
During the index procedure, the patient had two endeavor sprint drug-eluting stents implanted in the lad. The patient died approximately 13 months post index procedure. Cause of death was assessed as due to an mi. The investigator assessed that the death was not related to the study device. The relationship between the mi and the study device was not assessed.

Manufacturer narrative:
Evaluation code, results: inherent risk of procedure (mi, death). (B)(4).

Manufacturer narrative:
(B)(4).